Event description:
It was reported that the patient experienced intermittencies in his hearing perception last friday. He exchanged the battery pack and the cable, but without success. On (B) (6), 2009, the patient's system was checked. Testing results confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.